Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and insulin pump had post-reset ram crc alarm. The customer blood glucose level was 214 mg/dl, 400 mg/dl and 500 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer reported that the insulin pump was off for the day, they remove the better because the insulin pump was beeping. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.